Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A small piece of lens material is observed between the plunger and the right side of the nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in the replacement lens case. Viscoelastic is dried on the lens. The lens is cut into three pieces. One haptic is broken-gusset area. A qualified viscoelastic was indicated. The lens did have a broken haptic. No device damage was observed. This may indicate the trailing haptic was misfolded/pinned by the plunger. The rest of the haptic was not found. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The surgeon reported that the trailing haptic of an intraocular lens was found to be missing after it was implanted in the eye. The iol was removed during the initial procedure and a replacement iol was implanted. Additional information was provided that indicated that the intraoperative iol exchange resulted in greater than expected corneal edema. The patient's issue has resolved and the prognosis is good.